Event description:
The patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revises the stem and head to another company's products almost 4 years and 2 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 april 2022: lot 153968: (B)(4) items manufactured and released on 06-nov-2015. Expiration date: 2020-10-14. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2018.